Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient (the patient's daughter) contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verio2 meter displayed inaccurately high results compared to the patient's feelings and to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter started reading inaccurately at 8:51am on (B)(6) 2016 when the patient obtained an alleged inaccurately high blood glucose result of "151 mg/dl" at the time of obtaining the result, the reporter indicated that her father "was feeling hypoglycemia". The patient manages his diabetes with insulin which he self-adjusts. The reporter indicated that the patient adjusted his medication according to the meter's reading and injected an unknown type and quantity of insulin. She claimed that after the injection, the patient felt "worse". She reported that he started to sweat, was feeling weak and couldn't speak properly. She indicated that the patient performed another blood glucose test on the subject meter and the result was "fine", but this did not reflect the way the patient was feeling. The reporter claimed that she thought her father was "dying" and she called the ambulance. She indicated that at 11:14am on (B)(6) 2016 a blood glucose result of "30 mg/dl" was obtained on the emergency medical service meter compared to an alleged inaccurately high blood glucose result with the subject meter of "115 mg/dl", performed within a few minutes of each other. The reporter also indicated that the patient was treated with "IV glucose" by the ambulance medic and slowly started to improve and regain his speech. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The csr also confirmed that the patient had used an approved sample site to obtain the blood samples and he had followed the correct testing steps. However, the csr also noted that the patient's test strips had been stored incorrectly in the kitchen. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurately high reading on the subject meter, administered increased medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Follow-up# 1. The test strips have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #2. Alert date should have stated 7/20/2016